Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege on february 4, 2008, patient was forced to undergo revision of the right total hip replacement due to hip replacement failure, with loosened acetabular components and no bone growth on the acetabulum. Doi: (B)(6) 2006; dor: (B)(6) 2008 (right side). (B)(6). Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 11/8/12- pfs received. Pfs reviewed for MDR reportability. The pfs reported pain in hip and groin, limited range of motion, and that patient cannot bend or squat without assistance. The pain alleged can be attributed to the loose cup and screws. There is no new information that would change the existing investigation. The complaint was updated on: jan 5, 2016.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.